Event description:
During a scheduled post-op visit, x-rays revealed two ilico polyaxial screws had fractured and broke midway of the threaded shaft. Revision surgery was conducted on (B)(6) 2015 to remove both entire broken 6.5mm cannulated screws from the patients sacrum. Alphatec 8.5mm zodiac screws (non-cannulated) were implanted as the replacement anchors. The illico posterior fixation system was originally implanted on (B)(6) 2014 without issue.

Manufacturer narrative:
An evaluation of the fractured polyaxial screws cannot be performed. The user facility will not release/return the explanted screws to alphatec. The identifying lot number(s) has been provided. Additional information provided by the sales rep via a phone conversation on (B)(6) 2015 revealed the patient and family admitted to not following the surgeons postoperative management. The patient was engaged in excessive activity following the original surgery which both the surgeon and sale rep believe caused the screws to fracture. Upon the receipt of additional information a follow-up report will be submitted. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.